Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous and 90% stenosed lesion located in the distal right coronary artery. The nc trek balloon dilatation catheter was advanced against some resistance to the lesion and ruptured during inflation at 8 atmospheres (atm). There was no reported adverse patient effect and no clinically significant delay in the procedure. A non-abbott balloon was used to continue the procedure. No additional information was provided.